Event description:
It was reported that a non-preloaded multifocal intraocular lens (IOL) implanted in the patient's left eye was subsequently explanted in a secondary surgical procedure because the patient could not tolerate glare following implantation. The explanted IOL was replaced with a different model, specifically a Johnson & Johnson monofocal IOL, model DCB00 with a diopter of 15.0 D. It was reported that no medical intervention was required as a result of the event. Specifically, no vitrectomy, sutures, or incision enlargement were performed. The account indicated that the device did not cause or contribute to the event. At the time of follow-up, the patient was reported to be doing well. No further information was provided.

Manufacturer narrative:
Section A2: Date of Birth/Age: Unknown, information was not provided.Section H3: The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental MedWatch will be filed.All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.